Event description:
Procedure: sleeve gastrectomy. According to the reporter: while putting the port in the entire hub broke of the cannula. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).